Manufacturer narrative:
Bsn initiated a class ii recall of charger 1.0 as a result of pts receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device. No further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.

Event description:
A report was received that the pt was burned by his charger 1.0 while charging. The pt's symptoms were redness, and pain at the implant site. The pt did not seek any medical attention and is reportedly doing well.